Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer was able to resolve the issue on their own by tightening the loose connection. The resolution was verified by testing quality control that passed without any outliers. There is insufficient information available to determine a cause for the loose tubing. Siemens investigated the event and did not find similar issues reported where loose tubing may have contributed to discordant results that would suggest a manufacturing defect. Siemens determines this is an isolated event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer reported a loose ion selective electrode (ise) tubing connection on the advia 2400 instrument. It was reported that the loose connection caused discordant patient results and delays. An alternate instrument was available. There are no known reports of patient intervention or adverse health consequences due to the discordant results.